Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was a significant amount of erythema and white color over the implantable cardiac monitor (icm) incision. Upon physical exam, it was noted that the skin surrounding the incision was inflamed and excoriated with erythema. The patient was started on a topical cortisone and the icm remains in use. No further patient complications have been reported as a result of this event. The patient was enrolled in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.